Manufacturer narrative:
Lead: model 3487a-33, lot #j0406158v, implanted: (B)(6) 2004, explanted: na. Lead: model 3487a-33, lot #j0405870v, implanted: (B)(6) 2004, explanted: na. Extension: model 3708340, serial #(B)(4), implanted: (B)(6) 2006, explanted: na. Extension: model 3708340, serial #(B)(4), implanted: (B)(6) 2006, explanted: na. Programmer: model 37742, serial #(B)(4).

Event description:
It was reported that a power-on-reset (por) occurred while recharging. It was noted that the patient recharged faithfully every week. It was noted the patient had an MRI of the brain on (B)(6) 2011, unknown if or how this was related to the por. Additional information received reported that there were still concerns with device or therapy but the patient had not sought further help.